Event description:
A medtronic representative reported that, while in a cranial procedure, the site registered and draped the patient and when attempting to navigate received a displayed message localizer not connected. The site was using cranial optical, and tumor resection optical was selected. In trouble-shooting the software was exited and re-entered, restoring normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The input/output hub of the system was replaced and returned to the manufacturer for evaluation. No fault was found with the hub during testing: I/o hub performs as expected. With respect to optical system communications, no faults encountered via usb connectivity and system control unit/camera data processing. No intermittent's or drop outs encountered. Unable to replicate reported malfunction. No further subsequent issues have been reported with this system.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.